Event description:
It was reported that during setup for a surgical procedure, the black ring around the lens was found to be broken off. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the black ring around the lens was broken off was confirmed during visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during setup for a surgical procedure, the black ring around the lens was found to be broken off. No adverse consequences or procedural delays were reported with this event.